Event description:
It was reported that during a robotic assisted laparoscopic small pouch gastric bypass, during gastric pouch creation, after the third staple firing, oozing staple line bleeding was identified near the fundus. The stapling was described as being performed slowly with pauses between pulse firings and an additional pause before retracting the knife blade. A clip applier was used to stop the bleeding, and the procedure continued. Pli:30, 40, 50 the product was returned without accompanying information.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu - lot# p5l1186 sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm - lot# unknown egia60avm - egia60avm egia 60 artic vasc med sulu - lot# unknown egia45avm - egia45avm egia 45 artic vasc med sulu - lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.